Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was sore from surgery and that they had been constipated and trying to go all day. Patient was trying to have a bowel movement but was leaking urine. Patient was in pain from the procedure and was in pain from being constipated. Patient felt like their bladder symptoms were better but had pain on their incision pocket. Patient had not had any urgency. Patient mentioned they had been flat baby ribbon shaped and pellets and experienced pain and pressure when they felt like they had to have a bowel movement. Patient mentioned they had blood on their bandages and had 6 scratches around it. Patient stated it hurt when they were in the car bouncing around and hurt when they laid down. Patient stated they were looking for improvement with the rectal area feeling like it was tying knots. Patient's rectal discomfort caused them to get up at night and also had urgency, but stated this had been going on prior to the evaluation. Patient stated they had a non-stop 24/7 feeling that they had to go and had pain in their rear end that woke them up at night. Patient mentioned they were okay for the first 3 days of evaluation but then their bandage came loose and their pain returned. Patient's doctor felt like the wire was not in place and was going to make an adjustment. Patient did not feel well at all as they were in pain and did not feel like eating. Patient stated that once they ate they would have more pain on their rectum. Patient's doctor thought the device got jerked out of place on the third day. Patient's dressing came off into the toilet and once they tried to take the other small part of the bandage off it ripped from the back area. Patient's battery in their device appeared to be low. No further complications were reported.